Event description:
The physician was attempting to introduce a guide wire into the right hepatic vein during a transjugular liver biopsy procedure. He was using the supplied curved catheter through the introducer to position the wire when the curved tip of the curved catheter detached. The physician was able to successfully retrieve the tip with a snare and the pt experienced no complication and was not injured. A technician reported the device was discarded and could not be returned for eval.

Manufacturer narrative:
During our investigation the customer stated the physician used the curved catheter through the introducer and had a very tortuous angle to access. The piece of the curved catheter was retrieved successfully and no harm to the pt occurred. The instruction for use state that the curved catheter is not designed for use through the introduced and that "[d]oing so can lead to tip failure or detachment."